Event description:
A pt was being transported to the hospital. The ambulance was within one minute of the hospital when an attempt was made to administer device defibrillator therapy to the pt. Reportedly, the device would not deliver a shock to the pt. Pt care was continued by the hospital staff. The pt was resuscitated.